Event description:
It was reported that this device had entered safety mode due to suspected premature battery depletion. The device was subsequently explanted and replaced and no additional adverse patient effects were reported. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was confirmed to be operating in safety mode and no telemetry was observed. No anomalies were noted during visual inspection. The device was sent to the battery laboratory for additional testing. This investigation found that there was battery shorting associated with a torn tube insulation was likely caused by sharp notch corners on the tab portion of the cathode collector. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device had entered safety mode due to suspected premature battery depletion. The device was subsequently explanted and replaced and no additional adverse patient effects were reported. The device was received for analysis.